Event description:
It was reported that the patient had wires breaking in (B)(6) and these were replaced. Original surgery was in (B)(6) 2018.

Manufacturer narrative:
The associated complaint devices were not made available for evaluation. Therefore a product analysis could not be performed. It was reported that the wires broke and they were replaced. After repeated requests, smith and nephew has been unable to obtain device details. As device details were not made available, device history record and complaint history review cannot be completed. There is no information that would suggest the implanted devices failed to meet specifications. A relationship, if any, between the devices and the reported incident or adverse event could not be corroborated. The medical investigation noted that insufficient clinical documentation was provided to perform a thorough medical assessment. The patient¿s post external-fixation physical restrictions remain unknown; however the excessive weight bearing or simply complications of an external fixation device in the presence of a chronic non-union post tibial nail infection as possible contributing factors to the reported events cannot be ruled out. The patient impact beyond the reported broken wires/replacement revisions and the conversion to struts to re-align the tibia cannot be determined. Without the return of the actual products involved, our investigation of this report is inconclusive. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should the devices or additional information be received, the complaint will be reopened.